Event description:
Customer reported a leak from a cut in the pumping segment of the IV administration set during a nitroglycerin infusion. No patient harm reported and no other event details available. The IV administration set was requested but has been discarded by the customer.

Manufacturer narrative:
This report was filed by the manufacturer.